Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 282mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify excessive no delivery alarm, battery out limit and error alarm due to motor error alarm during rewind. Drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked reservoir tube lip and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.